Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The patient had an ivc filter deployed via the right femoral access due to history of left leg deep vein thrombosis and planned left hip surgery. The filter was placed with its tip just below l2. A post venacavogram indicated no evidence of angulation, tilting, intracaval thrombus or abnormalities within the right iliac venous system. Approximately six months post ivc placement, an attempt was made to retrieve the fitler via the right jugular access. The ivc filter was scheduled concurrently with a cholecystectomy. A prior CT had revealed an aberrant anatomy with a left renal vein that entered the vena cava very low and retrocaval. A venacavogram indicated the filter to be severely angulated with its nose pressed into the right lateral wall of the vena cava. Some of the feet of the filter had penetrated into the left renal vein which was felt to be the cause of the severe angulation and caused the ivc filter to not function adequately. Attempts made to get between the filter and the wall of the vena cava with angle catheters and wires were unsuccessful and the filter was left in place. Approximately eleven and a half years post ivc deployment a CT scan showed the vena cava filter was tilted, the proximal tip was against the right lateral aspect of the inferior vena cava with penetration of multiple legs through the walls of the inferior vena cava. One leg was extended into the left renal vein with was a retro aortic renal vein and several legs were adjacent to the third portion of the duodenum. The inferior vena cava is not thrombosed the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post deployment, a retrieval attempt was unsuccessful. A venacavogram indicated the filter to be severely angulated with its nose pressed into the right lateral wall of the ivc. Attempts to get between the filter and the wall of the vena cava with angle catheters and wires were unsuccessful and the filter was left in place. Approximately eleven and a half years post ivc deployment, a CT scan showed the vena cava filter was tilted, the proximal tip was against the right lateral aspect of the ivc with penetration of multiple legs through the ivc wall. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc, and retrieval difficulties. Per the provided medical records, the filter was tilted with its nose pressed into the right lateral wall of the vena cava. Attempts to get between the filter and the wall of the vena cava with angle catheters and wires were unsuccessful and the filter was left in place. Therefore, the tilted filter likely resulted in the retrieval difficulties. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: use only the bard recovery cone removal system to retrieve the g2 filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately six months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated, tilted, and embedded. The device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.